Event description:
It was reported that the dexcom g7 intermittently lost signal to the ilet, after which the user was instructed to toggle the cgm selection between g6 and g7 and restart the ilet, resulting in successful re-pairing and restored communication. Symptoms included no reported adverse clinical effects and no alerts or alarms. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and education focused on device settings and connectivity. Investigation of this case revealed a transient communication interruption between the cgm and the ilet that resolved with a restart and reconfiguration, indicating normal function after user-guided corrective steps. It was concluded, based on previously established findings for similar reports, that the cause was likely user interaction or temporary signal interference leading to a loss of pairing, resolved by standard troubleshooting.